Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted a loose blue pull ring cap inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cover of the minicap transfer set was separated. This was observed before use. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.